Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon burst on the first day after placement. No pieces were missing.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a sac burst along the lumen. No pieces of the sac were missing. Burst location was observed along the inflation eye. How and when problem occurred could not determined and could not be classified as a manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon burst on the first day after placement. No pieces were missing.